Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that patient was hospitalized on (B)(6) 2025 due to hypoglycaemia. The patient was treated with intravenous drip and glucose. No further information available.